Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was verified. The rtos single board computer was installed during the service call. The system ws tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system would not boot up prior to a case. No patient injury was reported.